Event description:
Caller reported a malfunction on a pump, indicated by malfunction code malf 16-0 x 20e6. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.